Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported that the device won't turn off. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked top case, cracked battery door, cracked right plunger case, and visible contamination. Event history logs showed nothing pertaining to the reported issue. Functional testing was able to replicate the reported issue; the device was unable to be powered down. The root cause was determined to be contamination found on the main pc board. The main pc board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.